Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the energy was measured, and the optical path was checked and adjusted. The test result was normal after two hours and the equipment has no damage or water leakage. Therefore, the investigation was unable to identify any damage or malfunction related to the reported allegation. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure the physician perceived that the console energy was low. There was no error code displayed. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during the procedure the physician perceived that the console energy was low. There was no error code displayed. The procedure was completed with this device. There were no patient complications.